Manufacturer narrative:
This (B)(6) female subject was enrolled in a company-sponsored interventional study titled "use of transvaginal ultrasound to confirm essure® micro-insert placement in women: demonstration of effectiveness" (protocol: 16974). The subject (patient ID: 10047) had fallopian tube occlusion insert (batch no. 863571) inserted. The report describes a case of back pain ("lumbar pain"), genital haemorrhage ("heavy bleeding") and pain in extremity ("lower limb pain"). The subject's past medical history included shoulder operation, multi gravida, abortion and parity 2. Previously administered products included for an unreported indication: oral contraceptives nos. Concurrent conditions included overweight. Family history included diabetes (in mother) and atrial fibrillation (in mother). Concomitant products included desogestrel (cerazette) for endometrial atrophy as well as cefminox sodium (tencef) on (B)(6) 2017, dexchlorpheniramine maleate (polaramin) on (B)(6) 2017, dexketoprofen on (B)(6) 2017, diazepam in 2012, enoxaparin sodium (clexane) on (B)(6) 2017, ibuprofen in 2012, pantoprazole on (B)(6) 2017 and paracetamol (acetaminophen) on (B)(6) 2017. On (B)(6) 2012, the subject had fallopian tube occlusion insert inserted. On (B)(6) 2017, 4 years 5 months after insertion of fallopian tube occlusion insert, the subject experienced back pain (seriousness criterion intervention required), genital haemorrhage (seriousness criterion intervention required) and pain in extremity (seriousness criterion intervention required). The subject was treated with vitamins, nsaid's, chondroitin sulfate (condro san), iron, and surgery (laparoscopy, salpingectomy). Fallopian tube occlusion insert was removed on (B)(6) 2017. On (B)(6) 2017, the genital haemorrhage and pain in extremity had resolved. On (B)(6) 2017, the back pain had resolved. The investigator considered back pain, genital haemorrhage and pain in extremity to be related to fallopian tube occlusion insert. The reporter commented: insertion procedure: essure was inserted on day 24 of menstrual cycle. Adequate visualization of both tubal ostia was achieved. Procedure took 2 minutes. The left tube trailing length was 2 and on the right side was 0. Since the placement, she presented asthenia, breast pain, lumbar pain, pain the lower limbs, parasthesia in her hands when she wakes up, dizziness. Removal procedure: device removal was intended and at patient's request. Unipolar and bipolar energy sources were used. No vasoconstrictive agent was used during procedure. No imaging procedure was performed to localize the inserts prior to removal. Two devices were removed. On (B)(6) 2017, the patient presented skin reaction with pruritus in the area of abdomen, the cause is unknown. On (B)(6) 2017 the patient was discharged from the hospital. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.1 kg/sqm. Gynaecological examination - on an unknown date: normal uterus and adnexa, hydatid in tubes haemoglobin - on (B)(6) 2017: 13.3 g/dl. Hysteroscopy - on an unknown date: devices not found in cavity. Physical examination - on (B)(6) 2017: clear urine, soft abdomen. Ri+; on (B)(6) 2017: soft depressible abdomen. Pregnancy test urine - on (B)(6) 2012: negative. Ultrasound scan - on an unknown date: essure well placed. Ecography - retro uterus, regular, shape and size normal. Normal ovaries. No fluids in the pouch of douglas. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same medra preferred term. In this particular case a search in the database was performed on (B)(6) 2017 for the following meddra preferred terms: back pain. The analysis in the global safety database revealed (B)(4) cases. Genital haemorrhage. The analysis in the global safety database revealed (B)(4) cases. Pain in extremity. The analysis in the global safety database revealed 54 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pts. Most recent follow-up information incorporated above includes: on (B)(6) 2017: quality safety evaluation of ptc. Company causality comment. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This 42-year-old female subject was enrolled in a company-sponsored interventional study titled "use of transvaginal ultrasound to confirm essure micro-insert placement in women: demonstration of effectiveness" (protocol: 16974). The subject (patient ID: 10047) had fallopian tube occlusion insert (batch no. 863571) inserted. The report describes a case of uterine haemorrhage ("heavy uterine bleeding"). The subject's past medical history included shoulder operation, multi gravida, abortion and parity 2. Previously administered products included for an unreported indication: oral contraceptives nos. Concurrent conditions included overweight. Family history included diabetes (in mother) and atrial fibrillation (in mother). Concomitant products included desogestrel (cerazette) for endometrial atrophy as well as cefminox sodium (tencef) from 19-jan-2017 to 19-jan-2017, dexchlorpheniramine maleate (polaramin) since 21-jan-2017, dexketoprofen from 20-jan-2017 to 20-jan-2017, diazepam in 2012, enoxaparin sodium (clexane) from 19-jan-2017 to 20-jan-2017, ibuprofen in 2012, pantoprazole from 20-jan-2017 to 20-jan-2017 and paracetamol (acetaminophen) from 20-jan-2017 to 20-jan-2017. On (B)(6) 2012, the subject had fallopian tube occlusion insert inserted. On (B)(6) 2016, 3 years 7 months after insertion of fallopian tube occlusion insert, the subject experienced uterine haemorrhage (seriousness criteria medically significant and intervention required). The subject was treated with vitamins, nsaid's, chondroitin sulfate (condro san), iron and surgery (essure removal by laparoscopy, salpingectomy). Fallopian tube occlusion insert was removed on (B)(6) 2017. On (B)(6) 2017, the uterine haemorrhage had resolved. The investigator considered uterine haemorrhage to be related to fallopian tube occlusion insert. The reporter commented: insertion procedure: essure was inserted on day 24 of menstrual cycle. Adequate visualization of both tubal ostia was achieved. Procedure took 2 minutes. The left tube trailing length was 2 and on the right side was 0. Since the placement, she presented asthenia, breast pain, lumbar pain, pain the lower limbs, parasthesia in her hands when she wakes up, dizziness. Removal procedure: device removal was intended and at patient's request. Unipolar and bipolar energy sources were used. No vasoconstrictive agent was used during procedure. No imaging procedure was performed to localize the inserts prior to removal. Two devices were removed. On 21-jan-2017, the patient presented skin reaction with pruritus in the area of abdomen, the cause is unknown. On (B)(6) 2017 the patient was discharged from the hospital. In revision of date (B)(6) 2017 after remove of essure, the patient refers total improvement of the symptomatology. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.1 kg/sqm. Gynaecological examination - on an unknown date: normal uterus and adnexa, hydatid in tubes haemoglobin - on (B)(6) 2017: 13.3 g/dl hysteroscopy - on an unknown date: devices not found in cavity physical examination - on (B)(6) 2017: clear urine, soft abdomen. Ri+; on (B)(6) 2017: soft depressible abdomen pregnancy test urine - on (B)(6) 2012: negative ultrasound scan - on an unknown date: essure well placed ecography - retro uterus, regular, shape and size normal. Normal ovaries. No fluids in the pouch of douglas. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same medra preferred term. In this particular case a search in the database was performed on (B)(6) 2018 for the following meddra preferred term: uterine haemorrhage. The analysis in the global safety database revealed 199 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Most recent follow-up information incorporated above includes: on (B)(6) 2018: it was clarified and confirmed with event report forms that the events "lumbar pain" and "lower limb pain" (start date 9-mar-2016 not 19-jan-2017) were downgraded to nonserious by investigator as mentioned with follow up on 29-sep-2017. Both nonserious events were deleted from this safety database and retained in clinical database. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This (B)(6)-year-old female subject was enrolled in a company-sponsored interventional study titled "use of transvaginal ultrasound to confirm essure® micro-insert placement in women: demonstration of effectiveness" (protocol: 16974). The subject (patient ID: (B)(6)) had fallopian tube occlusion insert (batch no. 863571) inserted. The report describes a case of back pain ("lumbar pain"), uterine haemorrhage ("heavy uterine bleeding") and pain in extremity ("lower limb pain"). The subject's past medical history included shoulder operation, multi gravida, abortion and parity 2. Previously administered products included for an unreported indication: oral contraceptives nos. Concurrent conditions included overweight. Family history included diabetes (in mother) and atrial fibrillation (in mother). Concomitant products included desogestrel (cerazette) for endometrial atrophy as well as cefminox sodium (tencef) on (B)(6) 2017, dexchlorpheniramine maleate (polaramin) on (B)(6) 2017, dexketoprofen on (B)(6) 2017, diazepam in 2012, enoxaparin sodium (clexane) on (B)(6) 2017, ibuprofen in 2012, pantoprazole on (B)(6) 2017 and paracetamol (acetaminophen) on (B)(6)2017. On (B)(6) 2012, the subject had fallopian tube occlusion insert inserted. On (B)(6) 2016, 3 years 7 months after insertion of fallopian tube occlusion insert, the subject experienced uterine haemorrhage (seriousness criterion intervention required). On (B)(6) 2017, the subject experienced back pain (seriousness criterion intervention required) and pain in extremity (seriousness criterion intervention required). The subject was treated with vitamins, nsaid's, chondroitin sulfate (condro san), iron, gestagens and surgery (laparoscopy, salpingectomy). Fallopian tube occlusion insert was removed on (B)(6) 2017. On (B)(6) 2017, the pain in extremity had resolved. On (B)(6) 2017, the uterine haemorrhage had resolved. On (B)(6) 2017, the back pain had resolved. The investigator considered back pain, pain in extremity and uterine haemorrhage to be related to fallopian tube occlusion insert. The reporter commented: insertion procedure: essure was inserted on day 24 of menstrual cycle. Adequate visualization of both tubal ostia was achieved. Procedure took 2 minutes. The left tube trailing length was 2 and on the right side was 0. Since the placement, she presented asthenia, breast pain, lumbar pain, pain the lower limbs, parasthesia in her hands when she wakes up, dizziness. Removal procedure: device removal was intended and at patient's request. Unipolar and bipolar energy sources were used. No vasoconstrictive agent was used during procedure. No imaging procedure was performed to localize the inserts prior to removal. Two devices were removed. On (B)(6) 2017, the patient presented skin reaction with pruritus in the area of abdomen, the cause is unknown. On (B)(6) 2017 the patient was discharged from the hospital. In revision of date (B)(6) 2017 after remove of essure, the patient refers total improvement of the symptomatology. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.1 kg/sqm. Gynaecological examination - on an unknown date: normal uterus and adnexa, hydatid in tubes. Haemoglobin - on (B)(6) 2017: 13.3 g/dl. Hysteroscopy - on an unknown date: devices not found in cavity. Physical examination - on (B)(6) 2017: clear urine, soft abdomen. Ri+; on (B)(6) 2017: soft depressible abdomen. Pregnancy test urine - on (B)(6) 2012: negative. Ultrasound scan - on an unknown date: essure well placed. Ecography - retro uterus, regular, shape and size normal. Normal ovaries. No fluids in the pouch of douglas. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same medra preferred term. In this particular case a search in the database was performed on (B)(6) 2017 for the following meddra preferred terms: back pain. The analysis in the global safety database revealed (B)(4) cases. Uterine haemorrhage. The analysis in the global safety database revealed (B)(4) cases. Pain in extremity. The analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pts. Most recent follow-up information incorporated above includes: on (B)(6) 2017: the reporter information was updated. Furthermore the event "heavy bleeding" was amended to "heavy uterine bleeding", severity was switched to severe, and also onset and stop date of the event were updated to (B)(6) 2016 and (B)(6) 2017. Incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This (B)(6) female subject was enrolled in a company-sponsored interventional study titled "use of transvaginal ultrasound to confirm essure® micro-insert placement in women: demonstration of effectiveness" (protocol: (B)(6)). The subject (patient (B)(6)) had fallopian tube occlusion insert (batch no. 863571) inserted. The report describes a case of back pain ("lumbar pain"), genital haemorrhage ("heavy bleeding") and pain in extremity ("lower limb pain"). The subject's past medical history included shoulder operation, multi gravida, abortion and parity 2. Previously administered products included for an unreported indication: oral contraceptives nos. Concurrent conditions included overweight. Family history included diabetes (in mother) and atrial fibrillation (in mother). Concomitant products included desogestrel (cerazette) for endometrial atrophy as well as cefminox sodium (tencef) on (B)(6)2017, dexchlorpheniramine maleate (polaramine) on (B)(6) 2017, dexketoprofen on (B)(6) 2017, diazepam in 2012, enoxaparin sodium (clexane) on (B)(6) 2017, ibuprofen in 2012, pantoprazole on (B)(6) 2017 and paracetamol (acetaminophen) on (B)(6) 2017. On (B)(6) 2012, the subject had fallopian tube occlusion insert inserted. On (B)(6) 2017, 4 years 5 months after insertion of fallopian tube occlusion insert, the subject experienced back pain (seriousness criterion intervention required), genital haemorrhage (seriousness criterion intervention required) and pain in extremity (seriousness criterion intervention required). The subject was treated with vitamins, nsaid's, chondroitin sulfate (condro san), iron, and surgery (laparoscopy, salpingectomy). Fallopian tube occlusion insert was removed on (B)(6) 2017. On (B)(6) 2017, the genital haemorrhage and pain in extremity had resolved. On (B)(6) 2017, the back pain had resolved. The investigator considered back pain, genital haemorrhage and pain in extremity to be related to fallopian tube occlusion insert. The reporter commented: insertion procedure: essure was inserted on day 24 of menstrual cycle. Adequate visualization of both tubal ostia was achieved. Procedure took 2 minutes. The left tube trailing length was 2 and on the right side was 0. Since the placement, she presented asthenia, breast pain, lumbar pain, pain the lower limbs, parasthesia in her hands when she wakes up, dizziness. Removal procedure: device removal was intended and at patient's request. Unipolar and bipolar energy sources were used. No vasoconstrictive agent was used during procedure. No imaging procedure was performed to localize the inserts prior to removal. Two devices were removed. On (B)(6) 2017, the patient presented skin reaction with pruritus in the area of abdomen, the cause is unknown. On (B)(6) 2017 the patient was discharged from the hospital. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index (B)(6). Gynaecological examination - on an unknown date: normal uterus and adnexa, hydatid in tubes haemoglobin - on (B)(6) 2017: 13.3 g/dl. Hysteroscopy - on an unknown date: devices not found in cavity. Physical examination - on (B)(6) 2017: clear urine, soft abdomen. Ri+; on (B)(6) 2017: soft depressible abdomen. Pregnancy test urine - on (B)(6) 2012: negative. Ultrasound scan - on an unknown date: essure well placed. Ecography - retro uterus, regular, shape and size normal. Normal ovaries. No fluids in the pouch of douglas. Most recent follow-up information incorporated above includes: on 16-may-2017: essure device removal questionnaire was provided. This provided a removal date ((B)(6) 2012) that was inconsistent with the previous date ((B)(6) 2017). Since the previous study case report form and medical records are fully consistent ((B)(6) 2017), this date was kept. Essure was removed via laparoscopy, salpingectomy at patient's request. The patient had a (B)(6). On 18-may-2017: no new information. Company causality comment: this solicited case report refers to a (B)(6) subject who was involved in a company-sponsored interventional study (study number: (B)(6)) aimed at assessing the effectiveness of transvaginal ultrasound as confirmation test after insertion of essure (fallopian tube occlusion insert). Approximately 4.5 years after placement, the patient requested a device removal due to lumbar pain, heavy bleeding (interpreted as genital bleeding), and lower limb pain. A bilateral partial salpingectomy with removal of both devices was performed, whereupon the events resolved. The investigator assessed all events as non-serious and related to essure. The events are anticipated according to the investigator's brochure for essure. Pelvic, abdominal, or uncharacterized pain may occur after the insertion or during the use of essure, but different causes (also non-gynecological) are possible. In this particular case, no alternative causes were mentioned and the events resolved after device removal, thus the company agrees with the investigator in assessing the events causality as related to essure. This case was regarded as incident because of surgical device removal. A product technical analysis and follow-up information are expected.

Event description:
This (B)(6)-year-old female subject was enrolled in a company-sponsored interventional study titled "use of transvaginal ultrasound to confirm essure® micro-insert placement in women: demonstration of effectiveness" (protocol: 16974). The subject (patient ID: (B)(6)) had fallopian tube occlusion insert (batch no. 863571) inserted. The report describes a case of back pain ("lumbar pain"), genital haemorrhage ("heavy bleeding") and pain in extremity ("lower limb pain"). The subject's past medical history included shoulder operation, multi gravida, abortion and parity 2. Previously administered products included for an unreported indication: oral contraceptives nos. Family history included diabetes and atrial fibrillation. Concomitant products included desogestrel (cerazette) for endometrial atrophy as well as cefminox sodium (tencef) on (B)(6) 2017, dexchlorpheniramine maleate (polaramin) on (B)(6) 2017, dexketoprofen on (B)(6) 2017, diazepam in 2012, enoxaparin sodium (clexane) on (B)(6) 2017, ibuprofen in 2012, pantoprazole on (B)(6) 2017 and paracetamol (acetaminophen) on (B)(6) 2017. On (B)(6) 2012, the subject had fallopian tube occlusion insert inserted. On (B)(6) 2017, 4 years 5 months after insertion of fallopian tube occlusion insert, the subject experienced back pain (seriousness criterion intervention required), genital haemorrhage (seriousness criterion intervention required) and pain in extremity (seriousness criterion intervention required). The subject was treated with vitamins, nsaid's, chondroitin sulfate (condro san), iron, surgery (bilateral partial salpingectomy with removal of both devices on (B)(6) 2017). Fallopian tube occlusion insert was removed on (B)(6) 2017. On (B)(6) 2017, the genital haemorrhage and pain in extremity had resolved. On (B)(6) 2017, the back pain had resolved. The investigator considered back pain, genital haemorrhage and pain in extremity to be related to fallopian tube occlusion insert. The reporter commented: essure was inserted on day 24 of menstrual cycle. Adequate visualization of both tubal ostia was achieved. Procedure took 2 minutes. The left tube trailing length was 2 and on the right side was 0. Since the placement, she presented asthenia, breast pain, lumbar pain, pain the lower limbs, parasthesia in her hands when she wakes up, dizziness. Device removal was intended. Unipolar and bipolar energy sources were used. No vasoconstrictive agent was used during procedure. No imaging procedure was performed to localize the inserted prior to removal. 2 devices were removed. On (B)(6) 2017, the patient presented skin reaction with pruritus in the area of abdomen, the cause is unknown. On (B)(6) 2017 the patient was discharged from the hospital. Diagnostic results (normal ranges are provided in parenthesis if available): gynaecological examination - on an unknown date: normal uterus and adnexa, hydatid in tubes haemoglobin - on (B)(6) 2017: 13.3 g/dl hysteroscopy - on an unknown date: devices not found in cavity physical examination - on (B)(6) 2017: clear urine, soft abdomen. Ri+; on (B)(6) 2017: soft depressible abdomen pregnancy test urine - on (B)(6) 2012: negative ultrasound scan - on an unknown date: essure well placed ecography - retro uterus, regular, shape and size normal. Normal ovaries. No fluids in the pouch of douglas. Company causality comment: this medically confirmed, study case report refers to a (B)(6)-year-old female subject who was involved in an interventional company sponsored study (study number: 16974). She had essure (fallopian tube occlusion insert) inserted and experienced lumbar pain, heavy bleeding (seen as genital bleeding) and lower limb pain. A bilateral partial salpingectomy with removal of both devices were performed. The investigator considered all events as related to essure. All the events were considered as non-serious by the investigator and regarded as anticipated according to the investigator's brochure for essure. In this case, these events occurred 1632 days after essure insertion. Based on their nature and lack of alternative explanation, company agrees with investigator's assessment and considers all events as related to essure. This case was regarded as incident because surgical intervention was performed and device removal was required. Further information and product technical analysis are being sought.